Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device would restart/reboot itself. Complainant indicated that the clinician reseated the battery to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing was able to intermittently duplicate the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The monitor board and the defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The customer also received a replacement multi-function cable as a precaution. Analysis of reports of this type has not identified an increase in trend.